Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill and a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 185 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that insulin continues to drip after motor stops during the manual prime process. Customer troubleshooting was performed. The customer was advised to insulin pump would need to be replaced. The insulin pump will be returned for analysis.